Manufacturer narrative:
(B)(4). It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle became completely detached from the suture material. The suture had been passed through the tissue and became detached, leaving the suture material in the tissue of the patient and the needle separate in the needle holder. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested and the following was obtained: sample return status ? Damaged item was not retained. Product code and lot #? W9932. 2x fully unopened boxes + 3 single sutures . Lot al8409. Any patient consequences as a result of event report ? Non minor incident was procedure completed successfully ? Yes. Please confirm the specific number of patient events ? 2 needles same patient. It is reported "two incidences where a needle has become completely detached from the suture material." This file (B)(4) will capture 1 event report, however was the incident that happened last week previously reported to ethicon? If yes, please provide complaint file number/ affiliate number ? Only x1 report made. If not, please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return..etc? As above 2 incidents same patient same day no intervention required. Nothing retained theatre manager lead was on holiday so nothing reported promptly or anything retained. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are unused samples of this lot available to be returned for evaluation? Note: events reported via mw # 2210968-2019-90305.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle became completely detached from the suture material. The suture had been passed through the tissue and became detached, leaving the suture material in the tissue of the patient and the needle separate in the needle holder. The procedure was completed successfully. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformities were identified. Additional h3 investigation summary: it was received for analysis an opened box with three unopened samples of product code w9932, lot al8409. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot #? Any patient consequences as a result of event report? Was procedure completed successfully? Please confirm the specific number of patient events ?

Event description:
I would like to report two incidences where a needle has become completely detached from the suture material. In both instances, one which happened today and also once last week, the suture had been passed through the tissue and then became detached, leaving the suture material in the tissue of the patient and the needle separate in the needle holder. Obviously this is very unsatisfactory, and felt it needed to be reported.